Event description:
It was reported that before opening the packaging of the healicoil anchor, the hcp noticed that it was deformed, it was melted. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor is still on the device. The anchor has been deformed and fractured. The fractured pieces were not returned. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications the storage conditions and a certificate of analysis is required for raw material, it needs to be compliant with the required specifications, included the melting point, glass transition temperature, and tensile strength. The root cause of the reported event could not be determined since findings can not lead to a clear cause of the reported event. Factors that could have contributed to the reported event include potential device damage due to improper shipping or storage. Based on this investigation, the need for corrective action is not indicated.